Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had experienced a high blood glucose level. The customer¿s blood glucose level at the time of the incident was 483 mg/dl and current blood glucose level was 325 mg/dl. The customer's wife declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.